Manufacturer narrative:
Siemens has completed an investigation of the reported event. It was determined that the images and quality are moderate, however, diagnosis is still possible. Furthermore, the diagnosis was hindered by wrinkles in the breast implants. Artifacts appear in the area of the right-hand breast implant in coronal t1w contrast images, however, the implants on both sides have a clear border and the tissue of the breast shows no indication for an inflammation. Therefore, a rupture of the implant would be considered unlikely. Siemens mr applications specialists attended the site to further assist the customer and provide additional breast applications training. Within the applications training a new protocol based on the siemens library was saved in the customers user tree in the exam explorer. The customer has also changed the internal process for reading breast mr scans so that all cases with a doubtful implant rupture are now being reported by two radiologists. This event occurred in (B)(6).

Event description:
It was reported to siemens that an image artifact was present during scanning in a t2-tse axial sequence on the magnetom verio system. The female patient had silicone implants and the artifact followed the contour of the implant and crossed over into the breast tissue. The patients implant was suspected to be ruptured and was removed. It was subsequently reported that the patients implant was intact. We are unaware of any further impact to the state of health of the patient involved.